Event description:
When changing a vent circuit (already on a patient) to a heated wire, the pressure transducer failed in the pre-use check. The vent was switched out and sent to be checked. I was notified at 1430 that this vent had failed in the same manner and was brought to the attention of the biomed tech. Ventilator in question was being set up to go on a patient. As a safety measure, all ventilators go through a pre-use check before placing the ventilator on a patient. This ventilator indicated a transducer problem. The vent was pulled from the ed and brought to the department bio med tech for review. Will respond more when the ventilator has been thoroughly checked. Biomed was able to reproduce transducer problem. Problem was intermittent and caused by expiratory cassette. Expiratory cassette replaced. Ventilator had 19 pre-use checks done without a problem post changing expiratory cassette. Ventilator ran all night in biomed area. This morning, 16 additional pre-use checks done without incident. Ventilator returned to service.